Event description:
On (B)(6) 2022 fujifilm healthcare americas corporation received a complaint regarding scenaria view CT. It was reported that one patient was scanned multiple times on 2 different devices at the same location over the period of two days. The error occurred while scanning patient information that contained specific words. Because of the error, images weren't reconstructed and raw data was not displayed. Due to this, one patient was scanned multiple times. The patient was successfully scanned on another device (reported under 1528028-2022-00050), but on (B)(6) 2022 it was confirmed that the patient received 106.78 msv in radiation across the two days. Fujifilm healthcare americas corporation was informed that the manufacturer has initiated a recall on july 12, 2022 to correct this issue. There was no death or injury reported with this event. The other system involved in this incident is being reported under 1528028-2022-00050.